Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the patient did not have the reported issues prior to the MRI and thus it appears that the MRI did cause the reported issues. The rep was unaware of any planned interventions at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, following an MRI of the head done 6 months ago, the patient¿s implantable neurostimulator (ins) was tilted and kept shutting off. The issue was reported as a sudden onset. The patient had turned the ins off prior to the MRI procedure. No reports of a ¿call hcp¿ screen was seen following the MRI. As part of the troubleshooting, an impedance check run at the time of report and was in normal range (1016-2026 ohms). The representative also tried some reprogramming today. It was noted that the representative did see ¿>4000 ohms¿ when taking the therapy measurement prior to reprogramming on group 4. After reprogramming group 4 to 3- 0+, the group impedances were run again and the ¿>4000 ohms¿ was not seen. The representative was going to discuss the issue with the healthcare professional (hcp). Also, it was reviewed to continue to monitor the stimulation turning off by checking the ins 2 times per day (or more) to see if more information could be obtained regarding a cause of the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on further review of the event, the previously reported patient code (B)(4) no longer applies. The code of (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.